Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of loop failure to cut.

Event description:
It was reported to boston scientific corporation that a captivator-snares was used in the colon to treat polyps during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the snare was unable to completely snare the polyps, resulting in incomplete resection. The procedure was completed with another captivator-snares. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a captivator-snares was used in the colon to treat polyps during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the snare was unable to completely snare the polyps, resulting in incomplete resection. The procedure was completed with another captivator-snares. There were no patient complications reported as a result of this event. Additional information received on march 25, 2025: it was reported that the section of the colon is the transverse colon.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of loop failure to cut. Block b5, section e have been updated based on the additional information received on march 25, 2025.